Manufacturer narrative:
One used list# lat-d1000, conector tego was returned for evaluation. As received, a seal tearing and collapsed was observed, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause of wrinkled silicone is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this complaint issue at this time. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Initial reporter (full) phone: (B)(6).

Event description:
The complaint/event involved a (blue lumen) conector tego¿ that reportedly had wrinkled silicone during hemodialysis therapy connection, which can lead to no flow or leakage from the connector. The tego was required to be replaced. There was no reported patient harm as a result of this event.